Manufacturer narrative:
One line item was removed and excluded from this summary report due to new information.

Event description:
This report summarizes 714 valve-in-valve adverse events that would have been reported to the FDA between october 1 and december 31, 2025 for product code dye.

Event description:
This report summarizes 720 valve-in-valve adverse events that would have been reported to the FDA between october 1 and december 31, 2025 for product code dye.

Manufacturer narrative:
H11. Additional narrative: this report summarizes 720 valve-in-valve adverse events that would have been reported to the FDA between october 1 and december 31, 2025, for product code dye. 676 events were identified through external sources and 44 events were identified through edwards internal implant registry. The total number of patients within events identified through external sources was 675, as one patient underwent two valve-in-valve interventions documented as two adverse events "[(B)(4)]". The total number of patients within events identified through the internal implant registry was 44. The subject devices were not available for evaluation, as they remained implanted. Based on the investigation results completed at the time of this report submission, an edwards manufacturing defect was not confirmed as the root cause of any events. No new risks or unexpected failure modes were identified. Routine monitoring and trending activities remain in place, and no additional actions are required at this time.

Manufacturer narrative:
H11: additional narrative: added exemption number "gen2400831" which was missing in the initial report. Updated the event specific information file to .csv format.